Event description:
Procedure performed: cholecystectomy. Incident description: during use, the clips do not hold. One clip every 2 does not clip. We have the defective device in our possession if you want to recover it in order to evaluate it. Original: lors de l¿utilisation, les clips ne tiennent pas. Un clip sur 2 ne se clipse pas.nous avons la pince défectueuse en notre possession si vous désirez la récupérer afin de l¿expertiser. Additional information received by email from the sales rep on 7 jan 19: the clip did fully load into the jaws upon actuation. The trigger was squeezed "plastic to plastic. The surgeon did fully skeletonize the vessel prior to using the clip applier. Patient status: no consequence for the patient.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the reported event of improper clip loading. The feeder, a metal component located in the shaft, and the jaws were measured and were found to be out of specification. Based on the condition of the returned unit, it is likely that the reported event was caused by the feeder and jaws that were found to be out of specification upon receipt. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is researching possible enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: cholecystectomy. Incident description: during use, the clips do not hold. One clip every 2 does not clip. We have the defective device in our possession if you want to recover it in order to evaluate it. Additional information received by email from the sales rep on 7 jan 19: the clip did fully load into the jaws upon actuation. The trigger was squeezed "plastic to plastic. The surgeon did fully skeletonize the vessel prior to using the clip applier. Patient status: no consequence for the patient.